Event description:
On (B)(6) 2026, while performing a CT enhancement exam on a patient, a ruptured tubing during the infusion of contrast agent resulted in leakage of the agent, and the infusion was immediately stopped to replace the cannula. Due to the hypertonic nature of the contrast agent, leakage could have caused skin blisters and skin necrosis or ulceration, increasing the risk of infection, and could have led to delayed treatment of nerve damage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.